Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:49:54. During night drain cycle one, the patient's ultrafiltration reading was 2260ml, indicating the home patient (hp) drained 2260ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This report is a duplicate of report #1423500-2012-14750. All evaluation information can be found in the master report number: 1423500-2012-14750